Event description:
The rptr indicated that during a transtelephonic procedure, undersensing was observed; no problem with the capture was noted. The pt was checked at the clinic, and the device showed high impedance. The ventricular threshold was 1.0v-.45ms unipolar. Atrial threshold was undetermined; never 100% capture. An x-ray showed both outer lead coils were fractured at the second clavicle.